Manufacturer narrative:
The blade subject to this complaint was returned for eval. It was visually confirmed that both tabs had broken off at the mount of the blade. Based on this info and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.

Event description:
It was reported that a blade broke during a surgical procedure. It was also reported that nothing was left in the surgical site and the procedure was successfully completed. No adverse consequences were reported.